Event description:
During a clinic follow-up, an increase in the capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead had a lack of lead slack. During the revision procedure, the helix was alleged to be damaged. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.